Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Lot number unknown / not provided.

Event description:
It was reported that the healing abutment did not disengage from the implant. Implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® ep® healing abutment 4.1mm(d) x 5mm(p) x 4mm(h) (itha54) and one osseotite® tapered certain® implant 4 x10mm (int410) were returned for investigation. Visual evaluation of the as returned products identified the devices were returned engaged as well as signs of wear due to use and dried bone on the implant threads but no apparent malfunction on either devices. Device history record review and complaint history review could not be performed, as the lot number associated with the reported product (itha54) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Based on the available information, device malfunction did not occur and the reported event was un-confirmed for both devices as they passed functional testing and properly disengaged.the reported event is unconfirmed. The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.